Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the synergy ous mr 2.50 x 38 stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal stent struts moved approx. 4mm on balloon in a distal direction, struts were bunched and overlapping. The struts on the distal end were not damaged. The 11th, 12th and 13th struts from the distal end were damaged struts lifted in a distal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found there was hypotube kink shaft 250mm from end of hub. This type of damage is consistent with excessive force being applied to the delivery system as a result of trying to cross a severe calcified, tortuous lesion. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jul-2016. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Predilation was performed using a 3.0x15mm non-bsc balloon catheter. A 2.50mmx38mm synergy drug-eluting stent was advanced for treatment; however due to severe tortuosity, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.